Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and associated cardiac resynchronization therapy defibrillator (crt-d) had experienced a syncopal episode. The caller also noted that one of the patient's leads was loose but did not specify which one. Boston scientific technical services (ts) noted that the shock lead impedance (sli) measurements were high and out of range and had been for at least the past week. Ts discussed that sli had been rising gradually. Ts recommended that the patient be seen in clinic to check for lead dislodgement.

Event description:
Boston scientific received information that this patient's device was checked while admitted in the hospital. The results of the device check was provided to the physician. There were no arrhythmias associated with the syncopal episode and the patient was not rv pacemaker dependent. There was no evidence of a lead dislodgement. The physician suspects that the cause of the out-of-range impedance measurement was due to exit block. The physician reported that the patient had died after hospital discharge but prior to any invasive revision procedure.